Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the unsecured oil mist filter. The field service engineer made the adjustment to the oil mist filter and confirmed the sterrad® 200 was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The oil mist filter was adjusted to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service on 04/16/2016.

Event description:
A customer reported an event of a "white fog" (haze) emitting from the sterrad 200 sterilizer. The customer reported the event occured when the customer moved the unit after an earthquake. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.